Event description:
A physio-control field service representative observed during an examination of a device under contact that the unit failed to charge and deliver energy. It was also noted that the unit made a buzzing noise and the display image would vibrate while in use. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the crt mounted pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the observed condition could not be duplicated. Further root cause of the reported failure cannot be determined.